Manufacturer narrative:
Device evaluation: no product was returned however the pumps operators manual states ?system delivery accuracy of the cadd-ms3 pump is +/- 3%. System delivery inaccuracies may occur as a result of back pressure or fluid resistance, which depends upon medication viscosity, catheter size, and extension set tubing?. In addition the pump will alarm and display a cartridge volume low? Message when the syringe volume is low, this is a normal function of the pump. This does not necessarily mean the pump is not functioning properly. The device in question would need to be returned for functional and delivery accuracy tests; there is no evidence that the pump failed to meet specifications. If the product is returned, smiths medical will reopen this complaint for further investigation. A DHR review could not be performed in that no specific product was identified.

Event description:
It was reported that since changing from brand to treprostinil subcutaneous patient is having problems with the pump alarming -syringe empty- when there is still 0.2-0.3 ml left, lot number 210720. These are the generic syringes for the cadd ms3. Additional information: lot 210720 was found to be invalid. No patient injury was reported.